Manufacturer narrative:
No device failure was identified related to the reported occlusion alarm.

Manufacturer narrative:
The tandem t:slim pump user guide indicates that humalog insulin was tested and found to be safe for use in the t:slim pump for up to 48 hours. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an occlusion alarm. A system check was performed and the occlusion appeared to be within the cartridge. Upon loading a new cartridge, the customer received a cartridge alarm 19. Multiple cartridges were attempted to be loaded and the alarm 19 was received. The customer's blood glucose (bg) level was reported a "high" on the meter. Insulin injections were used to address the bg level and were to be used to manage diabetes. Reportedly, the customer had used humalog insulin in the cartridge for 6-7 days.